Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had no delivery alarm. Blood glucose value was unknown at the time of the incident. No troubleshooting was performed. The device will be replaced and returned.

Manufacturer narrative:
Unable to prime during prime/a33 test due to faulty force sensor resistance (gold). Insulin pump passed basic occlusion and displacement test. The motor was tested outside of the device and passed. However traces of liquid was found inside motor compartment noted.